Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was acting strangely. It was stated that the patient usually felt a jolt when turning the ins on. After the jolt, the ins was said to work as expected. It was stated that the patient did not feel the jolt yesterday and her tremor was worse than usual. The patient believed the jolt was a side effect, but it ¿seemed to be beneficial.¿ the patient had her ins checked a month ago and it was ok. It was noted that the patient replaced the programmer battery yesterday with no effect on performance. It was also mentioned today that there were jolts without any apparent reason. The performance today was better than yesterday, ¿with a weak jolt upon turning on, but worse than usual.¿ it was later reported that the patient did not get a jolt when stimulation was turned on this morning. ¿there were a lot of jolts during the day¿half hour between each.¿ the ins was now ok, but the patient would like to know what was happening. Additional information received reported that the patient was still having concerns with her device or therapy and had not sought further help.

Manufacturer narrative:
Concomitant products: product ID 748240, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3387-40, lot # j0118540v, implanted: (B)(6) 2001, product type lead. (B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was unknown and it was it was an isolated event. It was stated that the implantable neurostimulator (ins) and the programmer contributed to the event "perhaps". It was noted that the hcp did not know if there were abnormal impedances because, the patient did not go to the clinic. It was stated that the patient experienced a "jolty sensation" that occurred once while turning the stimulator on. It was reported that the patient was not hospitalized and the patient outcome was "no injury". It was stated that the hcp spoke with the patient. The event had only happened once and the patient was "doing very well".